Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegations were not confirmed. Thus, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative reported on behalf of the customer that the 4k camera head ¿s image flickered and e222 error-scope communication error message. The issue was found during a diagnostic laparoscopic surgery. The patient was not under anesthesia. There were no reports of delay. The intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
Feedback was later received confirming that, when the setup was troubleshooted with a spare camera, the same fault occurred. The customer believed it was therefore the fault of the image processor and not the subject camera, which the customer does not wish to send in for repair. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.